Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device / migration of essure device location of device: uterus") and fallopian tube perforation ("perforation of fallopian tube/failure to occlude") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included inflammatory disease of breast, vulval irritation and pelvic inflammatory disease. Concurrent conditions included body mass index normal, gestational diabetes, burning micturition, renal pain, urinary frequency, thyroid disorder nos since 2013 and bipolar affective disorder. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxious"), dysmenorrhoea ("extreme, debilitating menstrual pain") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), uterine infection ("uterus infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness") and pyrexia ("extreme fever"). On an unknown date, the patient experienced depression ("depressed"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with antibiotics, surgery (right ovarian cystectomy and right partial salpingectomy), surgery (on (B)(6) 2014 unilateral salpingectomy) and surgery (on (B)(6) 2014 unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, fallopian tube perforation, depression, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine infection, vaginal infection, urinary tract infection, female sexual dysfunction, nausea, fatigue, weight decreased, dizziness, pyrexia, abdominal pain and back pain outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, pyrexia, urinary tract infection, uterine infection, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. Reporter added. Event migration of essure device location of device: uterus pt (essure micro-insert migration) updated to (device expulsion).event anxious outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and fallopian tube perforation ("perforation of fallopian tube") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included inflammatory disease of breast, vulval irritation and pelvic inflammatory disease. Concurrent conditions included body mass index normal, gestational diabetes, burning micturition, renal pain and urinary frequency. In (B)(6) the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), uterine infection ("uterus infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), nausea ("nausea"), fatigue ("fatigue"), weight decreased ("weight loss"), dizziness ("dizziness") and pyrexia ("extreme fever"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("extreme, debilitating menstrual pain"), abdominal pain lower ("cramping"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (right ovarian cystectomy and right partial salpingectomy), surgery (on 05feb2014 unilateral salpingectomy) and surgery (on 05feb2014 unilateral salpingectomy). Essure was removed on 5-feb-2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal pain lower, uterine infection, vaginal infection, urinary tract infection, female sexual dysfunction, nausea, fatigue, weight decreased, dizziness, pyrexia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, pyrexia, urinary tract infection, uterine infection, vaginal infection and weight decreased to be related to essure. The reporter commented: palntiff sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs and medical record received:the event uterus infection, vaginal infection, urinary infection, apareunia, migration of essure device, nausea, perforation of fallopian tube, fatigue, weight loss, dizziness, extreme fever, abdominal pain, back pain added,concurrent condition added,medical history added,reporter added. On 1-mar-2018: the medical record received:fu 1 and fu 2 process together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device / migration of essure device location of device: uterus'), fallopian tube perforation ('perforation of fallopian tube/failure to occlude') and uterine infection ('uterus infection') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammatory disease of breast, vulval irritation and pelvic inflammatory disease. Concurrent conditions included thyroid disorder since 2013, body mass index normal, gestational diabetes, burning micturition, renal pain, urinary frequency and bipolar affective disorder. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxious"), dysmenorrhoea ("extreme, debilitating menstrual pain") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced uterine infection (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness") and pyrexia ("extreme fever"). On an unknown date, the patient experienced depression ("depressed"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), abscess ("abscess") and sepsis ("sepsis"). The patient was treated with antibiotics and surgery (on (B)(6) 2014 unilateral salpingectomy and right ovarian cystectomy and right partial salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, fallopian tube perforation, uterine infection, depression, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal infection, urinary tract infection, female sexual dysfunction, nausea, fatigue, weight decreased, dizziness, pyrexia, abdominal pain, back pain, abscess and sepsis outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, anxiety, back pain, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, pyrexia, sepsis, urinary tract infection, uterine infection, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Reporter's information added. Event: sepsis and abscess were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device/migration of essure device, location of device: uterus'), fallopian tube perforation ('perforation of fallopian tube/failure to occlude') and uterine infection ('uterus infection'). In a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: inflammatory disease of breast, vulval irritation and pelvic inflammatory disease. Concurrent conditions included: thyroid disorder since 2013, body mass index normal, gestational diabetes, burning micturition, renal pain, urinary frequency and bipolar affective disorder. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxious"), dysmenorrhoea ("extreme, debilitating menstrual pain") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced uterine infection (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary infection"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness") and pyrexia ("extreme fever"). On an unknown date, the patient experienced depression ("depressed"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), abscess ("abscess") and sepsis ("sepsis"). The patient was treated with antibiotics and surgery (on (B)(6) 2014 unilateral salpingectomy. And right ovarian cystectomy and right partial salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, fallopian tube perforation, uterine infection, depression, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal infection, urinary tract infection, female sexual dysfunction, nausea, fatigue, weight decreased, dizziness, pyrexia, abdominal pain, back pain, abscess and sepsis outcome was unknown. And the anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, anxiety, back pain, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, nausea, pelvic pain, pyrexia, sepsis, urinary tract infection, uterine infection, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms of extreme debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 18.2 kg/sqm. Hysterosalpingogram: on an unknown date, results: confirmed full occlusion and proper placement. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("extreme, debilitating menstrual pain"), dyspareunia ("dyspareunia") and abdominal pain lower ("cramping"). The patient was treated with surgery (right ovarian cystectomy and right partial salpingectomy). At the time of the report, the pelvic pain, anxiety, depression, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms of extreme, debilitating menstrual pain, pelvic pain, cramping, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.